Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, stent damage occurred. The lesions were located in the right coronary artery (rca) and left circumflex (lcx) artery. A unknown stent was successfully implanted in the rca. The 2.75x12mm taxus element stent was advanced to the lcx, however, could not cross the lesion due to the vessel tortuosity even with additional buddy wire support. During manipulation of the device the stent was damaged. No additional intervention was attempted in this lesion. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination of the device noted distal stent damage. One strut at the proximal edge was raised and misaligned. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, stent damage occurred. The lesions were located in the right coronary artery (rca) and left circumflex (lcx) artery. A unknown stent was successfully implanted in the rca. The 2.75x12mm taxus element stent was advanced to the lcx, however, could not cross the lesion due to the vessel tortuosity even with additional buddy wire support. During manipulation of the device the stent was damaged. No additional intervention was attempted in this lesion. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product (B)(4).